Manufacturer narrative:
(B)(4).

Event description:
It was reported that low hv lead impedance was observed through merlin.net transmission. Patient was asymptomatic. Lead was capped and replaced on (B)(6) 2016. Patient was fine post-procedure.